Event description:
Rptr had an augmentation mammoplasty on 7/15/76. In 1977, she had a complete thyroidectomy for malignant thyroid disease. In 1982, she had an abdominal tubal abortion. In 1983, rptr had a total abdominal hysterectomy. She had surgery in 1989 for a subdural hematoma due to a car accident. Otherwise rptr has been in good health. In late 1990, she began having low back pain. She was diagnosed with degenerative arthritis of her hips and spine. She has entire body pain, dizziness, headaches, severe joint and muscle aches, nausea, anxiety and feelings of being on edge, cramping and abdominal pain, memory loss, rashes, burning sensation in breast, failing eyesight, blurred vision, scratch eyes, leg aches, and takes 2-3 mos for her to get over a cold. Her symptoms are progressively getting worse. Rptr tried to detox but this did not help. A mammogram and exam on 10/26/93 proved to be normal. Rptr is to have removal 12/13/93. She believes implants are ruptured or leaking and her problems are due to silicone poisoning.